Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector and this event occurred with around seven infusion sets. Therefore, the infusion set had been used for less than 1-2 days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.